Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 55% target lesion was located in the non-tortuous and non-calcified left lower limb. The sheath was successfully placed, and the guidewire was inserted. The pressure pump was connected to a 6.0 x40, 75cm gladiator elite balloon catheter and slowly increased pressure to 20 atmospheres. After 15 seconds, the stenosis was obviously dilated, but there was still a notch. After 15 more seconds, the notch did not disappear. The negative pressure was pulled and continued to be pressurize. When the pressure slowly increased up to 23 atmospheres, the balloon burst, and the pointer bounces back to zero. The physician removed the broken balloon from the patient's body. The device was replaced with a new one. The new balloon was pressurized up to 24 atmospheres for 45 seconds, and the notch disappeared completely. The procedure was completed. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 55% target lesion was located in the non-tortuous and non-calcified left lower limb. The sheath was successfully placed, and the guidewire was inserted. The pressure pump was connected to a 6.0 x40, 75cm gladiator elite balloon catheter and slowly increased pressure to 20 atmospheres. After 15 seconds, the stenosis was obviously dilated, but there was still a notch. After 15 more seconds, the notch did not disappear. The negative pressure was pulled and continued to be pressurize. When the pressure slowly increased up to 23 atmospheres, the balloon burst, and the pointer bounces back to zero. The physician removed the broken balloon from the patient's body. The device was replaced with a new one. The new balloon was pressurized up to 24 atmospheres for 45 seconds, and the notch disappeared completely. The procedure was completed. No complications were reported.

Manufacturer narrative:
Initial reporter address 1: no. (B)(6). Device evaluated by MFR.: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 40 mm in length and extended from a position 2 mm proximal of the proximal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found multiple shaft kinks along the length of the device. Both markerbands were undamaged and present on the shaft of the device.